Event description:
It was reported that patient presented into clinic after receiving a notifier alert. Review of egms showed intermittent ventricular undersensing. The device was reprogrammed. The patient will continue to be monitored.